Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code. No notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arose. Ultimately, the pump ended up being replaced and customer reverted to an alternate method of insulin therapy.